Event description:
It was reported to medtronic neurosurgery that after opening the product from the packaging, the physician found that the valve was leaking when they tried to flush it. According to the report, there was no patient impact and they had a replacement valve that was used successfully.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for leak testing due to a small tear in the top membrane of the delta chamber. It is unknown how or when the damage occurred. The valve met the requirements for siphon, reflux, pre-implantation testing and all pressure-flow parameters performed at 0 cm hp, but it did not meet specifications for pressure-flow parameters performed at -50 cm hp. There was proteinaceous debris observed in the interior and exterior of the device. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).